Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional data: d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: one extended opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.